Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (part number 10140-000) was used in a colonoscopy. The patient was being treated for multiple angiodysplasia in the cecum and ascending colon. The settings for the erbe apc/esu system were apc pulsed, effect 2 at 20 watts. The viscus was perforated and a right hemicolectomy was performed to address the issue. Upon the surgical intervention the patient was in stable condition.

Manufacturer narrative:
The erbe apc/esu system was returned. A technical safety check was performed on the apc. This included an electrical safety check, a function check of each of the equipment's features, a gas flow check, and a power output check. All features were/are functioning properly within specifications on the apc. Routine service work was performed on the esu with extensive testing done which demonstrated that the unit was/is performing within specifications. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusions, no erbe equipment problem was found that would have caused or contributed to the event. The reported settings were typical/common for the procedure. Most likely, there were many factors involved with the situation. For example, technique, patient's condition, etc. However, no conclusive determination could be made as to the cause of the event. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work has been scheduled in 2007 at the medical center. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.